Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen became unresponsive, preventing the patient from unlocking the device, and a replacement unit was arranged with instructions to shut down the device and return it using the provided label. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included continued diabetes management using a cgm application or receiver while awaiting the replacement device. Investigation included collection of device history and user reports and coordination of replacement logistics. Investigation of this case revealed a device performance issue consistent with a nonresponsive display interface on the pump, with no associated alerts or alarms and no data transfer between units, necessitating startup on the replacement device. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction isolated to the user interface component.